Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose. Customer changed the cartridge and infusion set to resolve the issue. Insulin delivery was resumed.